Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a neutron®, bulk, non-sterile, the neutron was cracked or leaked and still monitoring; at increased risk for central line-associated bloodstream infection (clabsi). There were patient involvement and unknown harm.